Manufacturer narrative:
The journal article contact person indicated that in their opinion, the stent fracture is due to the fact that the stent was placed at the right ostium and probably partly prolapsed, which leads to a mechanical fracture and that examination of the stent confirmed their thesis. Additional information has been requested and will be submitted within 30 days from receipt. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2006-00987 and 9616099-2006-00988.

Event description:
The following events were described in a journal article, the patient was admitted with an inferior myocardial infarction (mi) and was treated with a percutaneous transluminal coronary angioplasty (ptca) and a cypher stent for a stenosis in the proximal right coronary artery (rca). Three weeks later, the patient was admitted with recurrent angina and in-stent restenosis was treated with balloon dilation. Four months post-procedure, the patient had ccsiii angina and had in-stent restenosis at the ostial level of the rca. A cypher stent was implanted overlapping the first cypher. Ten weeks later, the patient underwent ptca due to in-stent restenosis. Nine months after the index procedure, angiography revealed in-stent restenosis, at which time, the patient was transferred to cardiovascular surgery for a coronary artery bypass graft (CABG). Pre-operative examination of extra cranial vessels revealed a short 70%-79% stenosis of the carotid artery. The carotid artery was opened surgically and a 4mm fragment of a fractured cypher stent was found. The stent fragment was removed and the remaining stenosis was less than 50%. Endarterectomy was performed, as the extraction of the fragment caused little damage of the intimal layer at the level of the carotid bifurcation. Post-operative recovery was uneventful.